Event description:
Pt with pain greater than one year enrolled in a (B)(6), and was implanted, levels: l4-5 and l5-s1 with prodisc-l implants on (B)(6), 2004. Pt missed the 12 month and 18 month follow up visits. Pt returned for 24 month follow up and complained of increasing back pain. It was discovered the pt had a intrathecal pain pump placed (B)(6), 2007. The pdl implants were not removed. This is 1 of 6 reports for this event.

Manufacturer narrative:
Devices not removed. Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.